Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical product - vanguard cruciate retaining femur, catalog# 183002, lot# 538190; biomet regenerex tibial tray, catalog# 141271, lot# 307330; series a 3 peg patella, catalog# 184784, lot# 990640; biomet finned stem, catalog# 141314, lot# 865690. The following sections could not be completed with the limited information provided. Patient age - ni. Patient weight - ni. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
It was reported that patient underwent revision due to stiffness and reduced range of motion approximately 4 years post implantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.